Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient had high impedance. In (B)(6) 2011, the patient was seen by the physician and diagnostics were within normal limits with a system diagnostics dcdc of 1 and a normal mode diagnostics dcdc of 3. The patient's settings at that time were output=2.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output=2.25ma/magnet on time=60sec/magnet pulse width=500usec. The patient was then seen again in (B)(6) 2011 and when diagnostics were performed both the normal mode and the system diagnostics resulted in a dcdc of 7 and lead impedance of high. The physician did not disable the patient's device, despite the consultant's recommendation, since the patient was not experiencing any pain. The patient reports that they can still feel the magnet stimulation when they swipe the magnet. X-rays were performed and their radiology department reported nothing significant. The x-rays will not be sent to the manufacturer for review. The patient was referred for revision surgery. The physician and nurse were not aware of any trauma or patient manipulation that may have caused or contributed to the patient's high impedance. A battery life calculation was performed which showed 1.82 years until eri=yes. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent a generator replacement on (B)(6) 2015. It was noted that the lead was fine, the lead pin just wasn¿t secured past the set screw in the old generator. The generator was replaced but will not be returned for product analysis as it was discarded by the hospital.